Event description:
The customer reported that insulin from the reservoir leaked into the reservoir compartment as well strong smell like insulin noted in the reservoir chamber. The blood glucose reading was 154mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.